Manufacturer narrative:
Additional information: h3, h6, h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the tubing separated from the female connector. The reported condition was verified. The cause of the condition could not be determined; however the connection between the female connector and the tubing is a friction fit and not a solvent bond. A strong tug on the tubing could cause the separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the white portion of the twist clamp of a minicap extended life transfer set; further described as "came out". This was observed during patient use of the device; however, the patient was not using the device for therapy when the event occurred. The transfer set was in use approximately two (2) months and was replaced as a result of this issue. There was no patient injury or medical intervention associated with this event. No additional information is available.